Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 03055 (1/3).

Event description:
It was reported the bronchofibervideoscope had a failure and experienced resistance to the needle when being passed through the scope. After the needle passed, the sheath was bent on the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Since the subject device was not returned to legal manufacture and based on the information obtained, the reproduction of the phenomenon was not confirmed therefore the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.